Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet with a dexcom g7 cgm, with readings in the 60s and the ilet alerting for a low; the user treated with oral glucose (orange juice), required additional juice, and glucose returned to range within about an hour. Symptoms included no reported hypoglycemic symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction reported, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.